Event description:
The event involved a punzón chemoclave para bolsa/botella con filtro de venteo, where it was reported that when hanging the bag from the dropper, the blue part broke/detached from the white part of the puncture, spilling the entire contents of the bag containing the cytostatic. The contents of the medicine bag, chemotherapy drug nal irinotecan, fell directly onto the arm of the nurse who was handling it. Therefore, the hospital's spill protocol was followed, and the occupational risk prevention service was notified. There was no patient harm or need for medical intervention.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history lot review is pending.

Manufacturer narrative:
The reported complaint of a broken spike could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.